Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance is reportedly affected.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Other mechanical damages are attributable to the removal surgery. In addition, two channels were found extra-cochlea during explantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
It has been initially reported that the hearing performance with the device was affected. As per information received on (B)(6) 2021, there was no particular change in hearing reported. The user was re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. Currently no further steps are scheduled.

Event description:
It has been initially reported that the hearing performance with the device was affected. Re-implantation has been recommended, however, per information received on (B)(6) 2021, the user reported to heard a sound and decided to wait and not be re-implanted. No further steps are currently considered.